Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the right atrial (ra) lead. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.